Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts associated with the ilet motor or software were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-03-08 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-03-05 at 11:03am. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows cgm glucose rising above range in the late afternoon of 2024-03-08, about two hours after the infusion site was changed, and staying elevated throughout the event. The ilet dosed insulin in response to the cgm glucose values, and the user delivered multiple meal announcements during this time. The user was new to pump therapy, and this was their first independent infusion site change after starting the ilet three days prior. No evidence of device malfunction related to insulin delivery were found in the engineering logs. The ilet was found appropriately triggering cartridge volume and high glucose alerts. Motor data indicates that the ilet was regularly making basal requests for insulin delivery (on average between 5-10 minutes) until the insulin cartridge was emptied. The ilet was eventually powered off before cgm glucose values fell below 250mg/dl. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the device logs, case notes, and ilet report, the assignable cause for this hyperglycemic event is likely a failed infusion site. This cannot be confirmed as the user did not observe the infusion site after the event. However, their glucose trend after the infusion site change, and the fact that they were new to using this infusion site indicates the cause of this event is likely a site failure.

Event description:
On 3/19/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event leading to hospitalization. The event occurred on 3/8/24. The user changed their infusion site and after eating dinner the user's cgm glucose levels rose. The user then changed their infusion site again, but their cgm glucose levels never came down. After leaving the infusion site in for an extended period of time, the user called the paramedics due to their cgm glucose levels not coming down. The user's bg rose to 620 mg/dl. The user did not pay attention to the infusion set when they changed their site, but they think it was a bad infusion site. When the paramedics arrived, they gave the user fast acting insulin. The paramedics then took the user to the hospital. The user was using the convatec inset (6 mm teflon cannula). The cds made arrangements for the user to try the contact detach infusion set instead (6 mm steel cannula).